Manufacturer narrative:
It was confirmed that the patient did not have an infection, but did have a seroma. Physician indicated the patient is overweight and believes patient's weight along with patient's sudden movements have likely contributed to this issue as catheter site was perhaps still not fully healed. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed that the patient never actually had an infection. Agent stated that the patient went to the hospital and hospital suspected a possible infection as the catheter site was "puffy" and appeared to have fluid inside the pocket (seroma). Hospital drained the pocket and the fluid was tested. Testing confirmed there was no infection. Patient had a dye study performed and showed the catheter had backed out of the intrathecal space.

Manufacturer narrative:
Pending additional information regarding patient status. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report that a patient's pump pocket is possibly infected. Agent reported that the patient is going to be evaluated by the implanting physician to determine if it is infected.